Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that serter and sensor fell apart when attempting to remove it pedestal. Customer was able to insert another sensor. Customer's blood glucose was unknown. Sensor would be replaced.

Manufacturer narrative:
Inspected one opened and used enlite sensor; found needle separated from sensor base. Unable to confirm if customer received sensor in said condition due to customer returning sensor opened and used.